Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/16/2017 with the following findings: a review of the pump black box and alarm history showed cs 064 alarms (occlusion during prime) occurred. Further testing was unable to be performed due to an unrelated keypad response issue. The keypad issue is being reported under medwatch report number 2531779-2017-08617. The complaint of a call service alarm cs 064 issue was not able to be confirmed or duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.